Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and ams sparc was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2010 and boston scientific lynx was implanted. Medical records indicate the patient also had mesh implanted on this date, though no claim is made about that product. It is not known which date the mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent procedures posterior repair and sacrospinous vaginal vault suspension perineorrhaphy due to sui, cystocele and rectocele. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to urethral obstruction.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent urethrolysis due to urethral obstruction.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent urethrolysis and cystoscopy on (B)(6) 2012 due to urethral obstruction. It was reported that patient underwent cystoscopy with periurethral injection of durasphere on (B)(6) 2012 due to type iii urinary incontinence. No additional information was provided.